Event description:
It was reported that the pump began burning and melting. Reportedly, the pump was charging during the event. The customer's blood glucose was within range. The customer continued to use the pump for insulin therapy.